Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200217 investigation did not show issues related to the complaint.

Event description:
Incident happened on (B)(6)2022. During an aortic valve change. Staples were not properly fired as they had difficulties to be fired, and after being fired they did not close the wound properly. The consequence was that the surgeon used another stapler from the same lot# and he faced difficulties to use it. So there is a risk of bad wound healing for the patient.

Event description:
Incident happened on 27 july 2022. During an aortic valve change. Staples were not properly fired as they had difficulties to be fired, and after being fired they did not close the wound properly. The consequence was that the surgeon used another stapler from the same lot# and he faced difficulties to use it. So there is a risk of bad wound healing for the patient.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73g2200739 the staplers were functionally inspected (fired) and issue reported "misfire/jam-staples not forming/closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.